Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 139252, lot number: 841270, brand name: m2a-magnum 42-50mm tpr insrt-6. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03238. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent a revision procedure due to adverse reaction to metal debris from right metal on metal hip replacement. Surgeon removed the femoral head. However, it was difficult to disengage the femoral head from the stem. After removing the outer metal shell of the femoral head with a bone tamp, the ring was found to be fixed on the femoral stem tapper. A high speed diamond wheel was used to cut the ring and remove it. An active articulation construct and a biolox delta option ceramic head 28mm were used to complete the procedure. The patient tolerated the procedure well. Reported event was confirmed by review of medical records provided.device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during revision surgery, the femoral head could not be removed. After removing the outer metal shell of the femoral head with a bone tamp, the ring was found to be fixed on the femoral stem tapper. A high speed diamond wheel was used to cut the ring. The ring then could be removed. Attempts have been made and additional information on the reported event is unavailable.